Manufacturer narrative:
The device referenced in this report was sent off to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. Olympus cannot conclusively determine the cause of the user's report at this time. This report will be updated within 30 days following completion of microbial testing and physical evaluation of the device. This report is being submitted as an MDR in an abundance of caution. Additional comments.

Event description:
The user facility reported that eight of their patient's bronchial washings came back positive with candida albicans. The user facility reported that based on their records there were three bronchoscopes that were used on these eight patients, but the facility's nurse did not specify which bronchoscope was used with what patient. The nurse at the facility indicated that they do not suspect the bronchoscopes to be the cause of the positive culture of the patient's bronchial washings, as the patient's immune systems were already known to be low even prior to undergoing the bronchoscopies due to their pre-existing conditions. The nurse at the facility stated that their bronchoscopes were not cultured. There was no other info provided regarding the pts.